Event description:
It was reported that during the use of the product, the customer noticed the catheter slipped off from the epidural connector. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. One connector and one catheter were received for evaluation. Visual and functional testing were performed. The technician connected the catheter to the connector and performed a catheter pull-out test according to manufacturer's standards of overseas manufacturers. The technician confirmed that it complied with the standard. Based on the above test results, the product conformed to the product standard, and no abnormality was found that could lead to this event. The event was not reproduced, it was not possible to identify the cause. The root cause of the reported issue could not be confirmed. The occurrence of this event will be reported to overseas manufacturers and registered in domestic and foreign databases. We will monitor the future trend of this event. Unique identifier is unknown. No information has been provided to date.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.